Event description:
It was reported that following an implantable neurostimulator (ins) replacement, the patient experienced a surging sensation from their new ins. The painful sensation starts approximately 3-4 cm below the ins and then extends down her leg. The patient is still using neurostimulation because she still received some benefit from the therapy. Impedances were checked and showed high impedances of 12,000 ohms on electrode combination #6 and 7. All other combinations were in normal range. It was noted that cycling was not being used. Additional information had been requested, but was not available as of the date of this report.

Event description:
It was further reported that the surging sensation occurred when leaning against the implant. It was random, and the patient could go several days without it recurring. The surging does not happen when the device is off. The sensation could not be reproduced in the dr's office. There was no accident or incident related to this issue. Fluoroscopy was also performed with no findings. The physician indicated to the patient that replacement of the lead and or extension may be the next step. However, the patient has other medical issues to resolve first. No additional information was provided.

Manufacturer narrative:
Adaptor: model 74002, lot#n287424, implanted: (B)(6) 2011, explanted: na. Lead: model 3898-33, lot# lb2547, implanted: (B)(6) 2003, explanted: na. Extension: model 747140, serial# (B)(4), implanted: (B)(6) 2003, explanted: na.